Manufacturer narrative:
Corrosion damage was noted within internal components.

Event description:
The micro reciprocating saw was sent for analysis because metal flakes were coming out of the device during a procedure. Flakes were noted at the surgical site but were successfully cleaned out. No additional medical treatment was administered to the patient as a result of this event. A replacement device was readily available and was used to complete the procedure successfully. No adverse event was reported.